Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of stent deployed prematurely. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 31, 2015 that a wallflex esophageal stent was used during a gastroscopy procedure in the esophagus performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 4cm malignant stricture in the distal esophagus due to extrinsic compression from lymph node metastasis. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent was accidentally deployed in the stomach. No attempt was performed to retrieve the stent and the procedure was not completed due to this event. The patient was referred to a different physician for another wallflex esophageal stent implantation procedure to be performed on a different date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.